Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d9 - date returned to mfg, e4. Correction: h6 - annex e and annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 13nov2025, it was confirmed that the device did not make patient contact.

Manufacturer narrative:
G4: PMA/510(k) #: exempt. H3: device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the stylets are difficult to remove from the trocar needles. The user noted that the components rub together during removal, sounding like sandpaper. At this time, no harm has been reported. Additional information regarding event details has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a investigation ¿ evaluation it was reported that the stylets are difficult to remove from the trocar needles. The user noted that the components rub together during removal, sounding like sandpaper. The device did not make patient contact. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One prior-to-use device and thirteen sealed/unused devices were returned to cook for evaluation. The prior-to-use device showed no resistance during stylet removal. Twelve of the sealed/unused devices exhibited drag upon stylet withdrawal. Cannula inner diameters and stylet outer diameters were within specification. One stylet showed a slight flattening at its distal tip. Cook has concluded that the devices were manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot did not reveal any quality control discrepancies. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming products exist either in house or in field. Based on the available information, inspection of the returned device, and the results of the investigation, cook concluded this event to be due to a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.